Event description:
It was reported the patient's ipg was inoperable. As a result, surgical intervention was undertaken, explanting and replacing the device with a different model. Effective stimulation was achieved postoperatively. The issue is resolved.

Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory. Correction/removal number: 1627487-07262012-002-r; 1627487-05242011-002-r; 1627487-12192011-003-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.